Event description:
(B)(4). This unsolicited case from united states was received on 13-dec-2017 from other health care professional. This case concerns (B)(6) female patient who received treatment with synvisc one and later after 5 days patient couldn't bend it/ guarded range of motion and had lot of pain no past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, one dosage form once (lot number: 7rsl017f and expiration date: 31-may- 2022) for knee osteoarthritis in left knee. On (B)(6) 2017, after 5 days of receiving injection, patient called stating that she couldn't bend it, was in a lot of pain, and that she had taken some left over oxycodone/acetaminophen and that did not help the pain. Patient was told to ice, elevate it, and take benadryl 50mg. Patient called back 10 days later stating her knee was not much better and was asked to be seen as soon as possible, and she was seen the following week on (B)(6) 2017. Patient stated that she still had guarded range of motion and received an injection of marcain(2cc)/lidocaine(2cc)/celestone(2cc) in that knee. Medical assistant stated that in the past she has recommended patients who wake up with swollen knees to take benadryl. It was reported that after the injection of the 3 products they have not heard back and patient may have gotten better corrective treatment: bupivacaine hydrochloride (marcain), lidocaine, betamethasone (celestone), diphenhydramine hydrochloride (benadryl), oxycodone hydrochloride/paracetamol (acetaminophen w/oxycodone), ice, elevate for both events. Outcome: recovering for both events. Seriousness criterion: required intervention for both events. Pharmacovigilance comment: sanofi company comment dated 19-dec-2017: this case concerns a female patient who received synvisc one injection for knee osteoarthritis and later she was in lot of pain and could not bend her knee. Based upon the temporal gap, the causal role of the product cannot be denied with the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
This case was cross reference with case ID: (B)(4). This unsolicited case from united states was received on 13-dec-2017 from other health care professional this case concerns (B)(6) year old female patient who received treatment with synvisc one and later after 5 days patient couldn't bend it/ guarded range of motion and had lot of pain. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, one dosage form once (lot number: 7rsl017f and expiration date: 31-may- 2022) for knee osteoarthritis in left knee. On (B)(6) 2017, after 5 days of receiving injection, patient called stating that she couldn't bend it, was in a lot of pain, and that she had taken some left over oxycodone/acetaminophen and that did not help the pain. Patient was told to ice, elevate it, and take benadryl 50mg. Patient called back 10 days later stating her knee was not much better and was asked to be seen as soon as possible, and she was seen the following week on (B)(6) 2017. Patient stated that she still had guarded range of motion and received an injection of marcain(2cc)/lidocaine(2cc)/celestone(2cc) in that knee. Medical assistant stated that in the past she has recommended patients who wake up with swollen knees to take benadryl. It was reported that after the injection of the 3 products they have not heard back and patient may have gotten better corrective treatment: bupivacaine hydrochloride (marcain), lidocaine, betamethasone (celestone), diphenhydramine hydrochloride (benadryl), oxycodone hydrochloride/paracetamol (acetaminophen w/oxycodone), ice, elevate for both events outcome: recovering for both events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The production and quality control documentation for lot 7rsl017f expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl017f no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 18-jan-18, there were 8 complaints on file for lot 7rsl017 and all related sub-lots. 1 complaint is on file for lot 7rsl017c: (1) adverse event report. 7 complaints was on file for lot 7rsl017f: (1) adverse event report (2 syringes), (5) adverse event reports, and (1) extrusion difficulty. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention for both events additional information was received on 18-jan-2018. Global ptc number and ptc results were added. Expiration date was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 18-jan-2018: follow up information received does not changes previous case assessment. This case concerns a female patient who received synvisc one injection for knee osteoarthritis and later she was in lot of pain and could not bend her knee. Based upon the temporal gap, the causal role of the product cannot be denied with the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.